Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing pump stoppage. Log files were submitted confirming pump stoppage and peed drops. X-rays of the percutaneous lead were unremarkable. The manufacturer's technical services representative conducted a percutaneous lead distal end replacement according to procedure but the pump stoppage and speed drops continued after the procedure was completed. It was decided that the issue appeared to be internal and on apr 10, 2014, the patient;s pump was turned off and the patient seems to be doing ok.

Manufacturer narrative:
The device remains implanted in the patient, although turned off. The manufacturer is attempting to acquire add'l info regarding the status of the lvad pump and whether it will be explanted and returned for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed